Event description:
It was reported that during a lap sigmoidectomy, the circular stapler was closed and fired but very difficult to remove from the anastomosis. A rectoscopy showed a hole in the staple line. This caused severe bleeding from the anastomosis. Later, the pt had leakage and an unexpected blood transfusion of five units. The leak appeard 4-5 days after surgery and the pt was reoperated. The pt ended up with an ilieostomy and additional hospitalization time.